Event description:
Event description boston scientific received information that during the device replacement procedure, as this pacemaker was being removed from the pocket, pacing inhibition was observed. A new device (1190/148464) was connected to the leads and upon interrogation revealed an impedance <100ohms with no pacing at max output settings. Visual inspection of the proximal 5cm of the 4055 lead noted an insultation breach. It was suspected this breach occurred during lead removal from the device header. A new lead insertion was attempted, but difficulty in sheath placement and lead placement along with the fact the patient coughed up roughly 5cc of blood, resulted in the lead to be surgically abandoned. A temp pacer was then inserted. The following day, a new pacing system was successfully implanted on the right side.